Event description:
Consumer states that the consumer reported a wheel breaking off of their walker.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.